Event description:
Information received notes the patient experienced pre-syncopal symptoms prior to lead replacement.

Manufacturer narrative:
Correction - section h6 - 2692 - no known impact or consequences should be replaced with 2194 - dizziness to note pre-syncope prior to the replacement.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular lead. A fracture was suspected. The right ventricular lead was capped and replaced. The patient was stable.